Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.

Event description:
Received info stating customer inquired how to take a correction bolus because the infusion set cannula was inserted without removing the cannula cover. The cannula was not set in the site correctly. Customer's blood glucose was elevated due to the use error.